Manufacturer narrative:
Upon follow up, the hcp who regularly attends to the patient involved in the incident, has confirmed that the initial report of perforation and otitis was incorrect. During the device removal some bleeding was observed, but the ear canal has fully recovered after 4-5 days. The hcp recommends to switch to daily wear but the patient, male, 70 years old, prefers to keep using lyric.

Manufacturer narrative:
Device is discarded. Therefore, device analysis is not available for analysis. The hcp has reported excessive fluid, inflammation and eardrum perforation upon the removal of the device. The device relatedness of the incident has not been confirmed. Follow up is ongoing to obtain further information.

Event description:
Upon device removal from the patients ear, a hearing care professional has observed excessive fluid. Additional ear canal observations have indicated an ear drum perforation and an accompanying inflammation. The device relatedness of the event has not been confirmed. A follow up is ongoing to collect further information about the incident. This is an initial report. Follow up reports will be submitted upon availability of further information.